Event description:
It was reported that the patient experienced chest pain and palpitations. The right atrial (ra) lead was noted to have both oversensing and undersensing. The right ventricular (rv) lead was noted to have oversensing. Both leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024-58 lead, implanted: (B)(6) 1999. (B)(4).